Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201, mountain home, ar 72653 united states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis (pd) therapy. During troubleshooting, there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm. The leak was further described as "water on the floor". Renal therapy services (rts) assisted the hp with ending therapy and reviewed proper procedures per the user manual. Rts advised the hp to complete therapy by manual exchange and contact their nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.